Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. The physician is awaiting further ts assessment of the new shocks. At this time, the system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. Subsequently, it was also noted the inappropriate therapy was the result of over-sensed sense b noise. The entire s-ICD system was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The s-ICD system is expected for analysis, but has not yet been received.

Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. Subsequently, it was also noted the inappropriate therapy was the result of over-sensed sense b noise. The entire s-ICD system was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The s-ICD system was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.